Event description:
Discordant, falsely elevated chloride results were obtained on two patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). The customer stated that they replaced the electrode. The cause of the discordant, falsely elevated chloride results is unknown, as the samples resulted as expected upon repeat testing on the same instrument prior to troubleshooting. The instrument is performing according to specifications. No further evaluation of the device is required.